Event description:
It was reported that the patient developed an infection. The infection was not device related. The patient underwent an explant procedure.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2020.